Manufacturer narrative:
The correct measuring date of the last sample on cobas e801 is 09-nov-2022, 9:00:00. The sample from 09-nov-2022, 9:00:00 was retested with a second competitor method.

Manufacturer narrative:
A sample from the patient was provided for investigation. The high elecsys tsh value obtained by the customer could be reproduced. Upon further investigation, no interfering factors for the tsh assay were detected. Macro-tsh may be present in the sample and cannot be excluded. Per product labeling: "the presence of autoantibodies may induce high molecular weight complexes (macro-tsh) which may cause unexpected high values of tsh." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
The sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys tsh assay on a cobas e 801 analytical unit, serial number (B)(4). The reporter stated that the results obtained over a period of time are not in line with the clinical conditions of the patient and the results obtained on a competitor instrument. Tsh results obtained on the cobas e 801 module: at 10:59:00 on (B)(6) 2022, a sample from the patient resulted in a tsh value of 4.82 miu/l. At 09:45:31 on (B)(6) 2022, a sample from the patient resulted in a tsh value of 9.40 miu/l. At 09:06:09 on (B)(6) 2022, a sample from the patient resulted in a tsh value of 8.55 miu/l. At 15:17:01 on (B)(6) 2022, a sample from the patient resulted in a tsh value of 14.3 miu/l. At 09:15:00 on (B)(6) 2022, a sample from the patient resulted in a tsh value of 5.42 miu/l. At 09:00:00 on (B)(6) 2022, a sample from the patient resulted in a tsh value of 9.17 miu/l. Tsh results obtained in a different hospital with a different method used: at 08:57:58 on (B)(6) 2022, a sample from the patient resulted in a tsh value of 2.487 miu/l. At 14:26:33 on (B)(6) 2022, a sample from the patient resulted in a tsh value of 3.565 miu/l. All results were obtained from different sample draws. One sample was retested with a second competitor method, resulting in a tsh value of 8.734 uiu/ml. At this point in time, it is unknown which sample was used. No questionable result was reported outside of the laboratory. The tsh reagent lot was 622589 with an expiration date of 31-jul-2023.